Event description:
It was reported by the customer's friend that the customer's insulin pump was dropped by the police department. Customer's friend stated that there were scratches all over the lcd screen. Customer's friend stated that the customer cannot see the screen and is having difficulty reading the screen. Pump was bumped or dropped. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. The serter and 2 sensors will also be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, scratched case around display window, scratched keypad overlay at the escape and act buttons and cracked reservoir tube lip.